Event description:
The peritoneal dialysis pt's wife called tech support to report a large drain 0 of 5269ml the pt had on (B)(6) 2013. She added that the pt experienced no discomfort at the time of the event and did not require medical intervention of any type during or following the event. The pt's wife provided the following treatment data. The reported large drain 0 of 5269ml exceeds the prescribed fill volume of 2500 ml and meets the 180% drain criteria for a reportable device malfunction.

Manufacturer narrative:
A review was performed by the post market clinical dept of the info provided by the pt. A large intra-peritoneal volume drain occurred with an undetermined cause. There was no adverse event associated with this reported large drain volume. The peritoneal cycler (plant investigation) is anticipated and upon completion, a supplemental report will be submitted.